Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0qq0a, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient never had therapeutic effect. The patient was on 4.5 volts and still having accidents. It was noted that the patient was going to have an appointment with their healthcare provider 6 days after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. The patient later reported never having therapeutic effect. The patient reported at first she was having trouble with the patient programmer and cannot find the right number on the patient programmer for her function. Patient services then clarified that the patient programmer was working as intended. The patient meant her symptoms were not working. The trial provided some relief. But the permanent never helped. The patient was in program 2. Pt was at 4. 1 v right now. If she gets lower the symptoms were even worse and if she gets higher it overstimulates her. Implantable neurostimulator (ins) was on. The patient tried going to 4.6 and 4.8 v. No success. It was frustrating. Patient services reviewed she is still a new patient and it might take time to find the right settings. The patient said her hcp (healthcare provider) mentioned he might have to go in again. The patient mentioned she had been mainly talking to the nurse. Additional information from the patient reported they recently had a reprogramming session with the manufacturing representative (rep) on (B)(6) 2016 and said that for the day they actually experienced symptom control. However, that evening their symptoms returned and were worse each day. Their symptom return was noted as sudden. The rep instructed the patient not to push the buttons on the side. During the report, they increased amplitude and the patient felt stimulation in the correct location. The patient noted they think trial results helped about 60-70%. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.